Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been complete if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During augment assembly, the torque driver was not snapping when adequate torque was applied it caused it caused the augment to break.

Manufacturer narrative:
Functional examination of the submitted pfc* mod plus torque driver was unable to replicate the reported event. The device functioned as design intended and successfully assembled an augment to a femoral component. No evidence was found of product failure and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.